Event description:
During arthroscopy of shoulder with decompression, very tip of acromioplasty electrode broke off in pt's shoulder. The tip could not be located. Area was irrigated with copious amounts of fluid. The fluid was then removed by suction and strained. Tip was not located. Tips seem to disintegrate with the use of the bovie cautery. This has been observed with cleaning of the electrode during or. When it is wiped, it simply disappears.